Event description:
It was reported that (B)(6) 2010 it was reported per operative note that the patient has a history of ¿greater than 20 year history of progressive low back pain symptomatology. The surgeon initially had seen another physician who evaluated him over five years ago for progressive low back pain complaints. He has known multilevel lumbar disk degeneration and spondylosis predominately involving the l2-3, l3-4, and l4-5 levels. He has congenital spinal stenosis. The patient has undergone a prolonged and extensive course of conservative management to include multiple courses of physical therapy, 6-9 epidural steroid injections, median branch blockade, facet injections, radiofrequency ablation procedures, activity modification, and pharmacological management of his symptoms. Due to significant concerns regarding the progressive nature of his symptoms, despite these conservative modalities, desire to be off of narcotic analgesics, and marked effect of these symptoms on his activities of daily living, personal life, quality of life, and ability to work, the patient sought surgical management of his underlying degenerative condition. Provocative lumbar discography was completed and shows concordant pain at the l2-3, l3-4, and l4-5 levels. He has a control disk at l1-2 and essentially normal morphologic disk at l5-s1 which while showing some degenerative changes are not painful. Based on review of the MRI, disk provocative lumbar discography, as well as clinical symptomatology, anterior lumbar interbody fusion with instrumentation procedure from l2 to l5 was recommended. Possible posterior decompression with instrument and spinal fusion was recommended should he have incomplete relief of his symptoms from the anterior procedure, or should he develop any signs of implant subsidence, loosening, or failure.¿ the patient underwent an elective anterior lumbar discectomy l2-3, l3-4, l4-5 with anterior lumbar interbody fusion l2-3, l3-4, l4-5.the patient had insertion of prosthetic interbody cage device, l2-3, l3-4, l4-5. In addition, fresh frozen cortical cancellous allograft was used along with rhbmp-2/acs. There was also anterior lumbar instrumentation l2-3, l3-4, l4-5. In addition the patient had a retroperitoneal exposure of lumbar spine, for anterior lumbar interbody fusion of interspaces l2-l3, l3-l4 and l4-ls. According to the procedure notes ¿endplates were debrided of endplate cartilage to a bleeding subchondral bone. Interspace was sequentially rasped and sized to a 12-mm, medium body, 6-degree lordotic prosthetic interbody cage device. This was packed with fresh frozen corticocancellous allograft wrapped in rhbmp-2/acs soaked collagen sponges. Interbody device was then impacted into the midline disk space under direct visualization and fluoroscopic guidance utilizing solitaire inserter distractor. The graft was recessed approximately 2mm. Excellent fit of the cage was noted with restoration of interbody height, lordosis, and indirect decompression of neural foramen posteriorly. Then there was focus onto the instrumentation. Then, interspace was ultimately sequentially rasped and sized to a 12-mm, medium body, 6-degree lordotic implant which was packed with fresh frozen corticocancellous allograft and rhbmp-2/acs soaked collagen sponges. Again the device was impacted into the midline disk space under direct visualization with fluoroscopic guidance. Once again, interspace was sequentially rasped and sized to a 12-mm, medium body, 12-degree lordotic prosthetic, cage device. This was packed with fresh frozen corticocancellous allograft, wrapped in rhbmp-2/acs soaked collagen sponges. The interbody device was delivered with solitaire inserter distractor and recessed to approximately 2 mm with the center of the implant in the midline. Following placement of the cage, again, attention was directed to instrumentation at this level utilizing standard guides and awls. All screws were maximally tightened and torqued. Final ap and lateral fluoroscopic images were obtained and showed excellent positioning of the interbody cages from l2 through ls. It was noted that upon completion of the procedure that the patient is moving both lower extremities with normal strength upon conclusion of his procedure. There were no noted complications. On postoperative day number 2, the patient was ambulating well, physical therapy, and tolerating a regular diet. Pain was well controlled with ms contin 30 mg one tablet p.o. T.i.d., oxycodone 5 to 15 mg p.o. Q.3-4 hours p.r.n., valium 5 mg, and lovenox for dvt prophylaxis. On (B)(6) 2010, the patient was seen for follow-up following his initial consultation for pain management yesterday. The patient has developed an ileus and expanding abdomen which is being managed. Discontinued po medications and started on pca for pain due to ileus. Will resume po medications and discontinue the pca when the patient's ileus and other issues have resolved. On (B)(6) 2011, patient presented at ER; patient passed out at home while in bathroom. Had diarrhea and passed out and hit head on vanity. Came to ER to be checked out and had back pain. The patient was treated for viral gastroenteritis and chronic back pain. On (B)(6) 2011, physician consulted in ER due to back pain- according to the dictated notes patient has a history of chronic low back pain, under care of a physician for chronic pain medication management. Patient diagnosed with chronic low back pain status post lumbar fusion. On (B)(6) 2011 CT abdomen and pelvis conducted due to diarrhea and vomiting. Results show moderate gastric distention. There is no small bowel obstruction. Mild basilar independent atelectasis and the patient is status post l2-l5 lumbar fusion. On (B)(6) 2011- CT head w/o contrast due to syncope episode. Results show that everything was within normal limits.

Manufacturer narrative:
Concomitant product: biomet cage, frozen allograft, implantable instrumentation (implant (B)(6) 2010). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.